Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal,heavy bleeding"), escherichia infection ("infection (other) describe: ecoli") and thrombosis ("blood clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (bmi:). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles/menorrhagia / blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), escherichia infection (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), blister ("rashes or skin conditions type: blisters on face"), abdominal pain lower ("lower stomach"), pain in extremity ("leg pain") and back pain ("lower back pain"). The patient was treated with ibuprofen and surgery (undergo a surgical procedure with removal of the essure/total hysterectomy(uterus & cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, escherichia infection, anxiety, depression, blister, migraine, headache, dysmenorrhoea, fatigue and alopecia outcome was unknown, the thrombosis, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower, pain in extremity and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, blister, depression, dysmenorrhoea, escherichia infection, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: she took a leave from (B)(6) 2012 for endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2012: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 11-mar-2019: fu(1) & fu(2) processed together. Pfs received with her demographic details were updated. Product indication updated. Suspect drug explant date updated from: (B)(6) 2015. Following events were added: abnormal bleeding (vaginal), infection (other) describe: ecoli, rashes or skin conditions type: blisters on face, migraines, headaches, dysmenorrhea (cramping), fatigue, hair loss, lower stomach, leg pain, lower back pain and blood clots. Event clubbed: prolonged menstrual cycles/menorrhagia. Event onset date were added. Treatment drug added. Event severity added for: lower stomach, leg pain and lower back pain. Event outcome added for: abnormal bleeding (vaginal), prolonged menstrual cycles/menorrhagia, lower stomach, leg pain and lower back pain. Lab data added. On 14-mar-2019: non significant coding correction done. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal,heavy bleeding') in an adult female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and adenomyosis. Concurrent conditions included overweight (bmi:). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles/menorrhagia / blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), migraine headache ("headaches/ migraine headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), escherichia infection ("infection (other) describe: ecoli"), thrombosis ("blood clots"), anxiety ("anxious"), depression ("depressed"), blister ("rashes or skin conditions type: blisters on face"), abdominal pain lower ("lower stomach"), pain in extremity ("leg pain") and back pain ("lower back pain") and underwent transfusion ("blood transfusion"). The patient was treated with ibuprofen and surgery (ablation and undergo a surgical procedure with removal of the essure/total hysterectomy(uterus & cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, escherichia infection, anxiety, depression, blister, migraine, migraine headache, dysmenorrhoea, fatigue, alopecia and transfusion outcome was unknown, the thrombosis, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain lower, pain in extremity and back pain was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, blister, depression, dysmenorrhoea, escherichia infection, fatigue, genital haemorrhage, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis, transfusion, vaginal haemorrhage and migraine headache to be related to essure. The reporter commented: she took a leave from (B)(6) 2012 for endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement; on (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received new reporter information was added. New event blood trans fusion was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal,heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("prolonged menstrual cycles"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.